Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual analysis of the returned device identified 3 curved openings on the anterior side. A leak test was performed which identified three openings on the device. The microscopic analysis was performed which identified one curved opening on the radius displaying striated edge consistent with the use of a surgical tool. Based on the device analysis the final assessment is: three openings due to surgical damage.

Event description:
Healthcare professional reported a left side deflation of a tissue expander. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time device labeling: deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported a left side deflation of a tissue expander. The device has been explanted.